Event description:
It was reported that interrogation of the device using wireless telemetry was successful. The patient had been symptomatic to loss of capture during the lead threshold testing and became symptomatic and faint. After the wireless session ended, an attempt to interrogate using the programmer head was made, but it was unsuccessful. Eventually the interrogation was successful, but when interrogating or trying to load lead integrity alert software, loss of capture was noted, and the patient became symptomatic and faint. While attempting to verify the loss of capture by hooking up the EKG through the programmer, several beats of asystole were observed while the patient felt syncopal. The device was also programmed to an asynchronous pacing mode, and loss of capture (pacing spikes without capture) continued to be noted on the EKG during interrogation, verifying the loss of capture was due to subthreshold pacing output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Event description): the device was explanted and replaced. No further patient complications have been reported as a result of this event. Evaluation summary: (B)(4): performance data was collected from the device and analyzed. No anomalies were found. The reported concern was loss of capture when using wired telemetry. The performance data did not show concerns related to wired telemetry. Preliminary analysis confirmed that the device could not be interrogated using telemetry b, however, interrogation with telemetry c was successful. Further analysis confirmed these findings, and negative power supplies were found to collapse during patient alert, causing the pacing waveform to also collapse during patient alert. Also, a high current drain was observed during patient alert. The failure condition cleared after the hybrid was removed from the can. X-ray inspection found non-shorting solder extrusions on four solder pads of an rf transceiver ic (integrated circuit) for telemetry c. However, the extrusions did not cause any failure because none were causing a short circuit. Although the original failure condition had cleared, a power supply was found to be low and caused a no output condition unless overdriven or when a magnet was applied to the hybrid. A different ic was damaged during repackaging. Analysis was concluded with no root cause found for the inability to communicate using telemetry b.

Event description:
It was reported that interrogation of the device using wireless telemetry was successful. The patient had been symptomatic to loss of capture during the lead threshold testing and had diaphragmatic stimulation. After the wireless session ended, an attempt to interrogate using the programmer head was made, but it was unsuccessful. Eventually the interrogation was successful, but when interrogating or trying to load lead integrity alert software, loss of capture was noted, and the patient became symptomatic and faint. While attempting to verify the loss of capture by hooking up the EKG through the programmer, several beats of asystole were observed while the patient felt syncopal. The device was also programmed to an asynchronous pacing mode, and loss of capture (pacing spikes without capture) continued to be noted on the EKG during interrogation, verifying the loss of capture was due to subthreshold pacing output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued from b5 (event description): the device was explanted and replaced. No further patient complications have been reported as a result of this event. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that interrogation of the device using wireless telemetry was successful. The patient had been symptomatic to loss of capture during the lead threshold testing and had diaphragmatic stimulation. After the wireless session ended, an attempt to interrogate using the programmer head was made, but it was unsuccessful. Eventually the interrogation was successful, but when interrogating or trying to load lead integrity alert software, loss of capture was noted, and the patient became symptomatic and faint. While attempting to verify the loss of capture by hooking up, the EKG through the programmer, several beats of asystole were observed while the patient felt syncopal. The device was also programmed to an asynchronous pacing mode, and loss of capture (pacing spikes without capture) continued to be noted on the EKG during interrogation, verifying the loss of capture was due to subthreshold pacing output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The reported concern was loss of capture when using wired telemetry. The performance data did not show concerns related to wired telemetry. Analysis of the returned device is in process; the results will be forwarded when available.